Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurrence. A philips field service engineer (fse) inspected the system on-site and identified the host pc would boot up and pc could boot up. The fse identified the faulty host pc as the cause of the issue. The fse replaced the host pc and returned to philips for further analysis. The analysis confirmed the malfunction of host pc was due to power supply failure. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.